Manufacturer narrative:
H3: one cadd solis vip pump was returned in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection was completed and no damage or cracks were found. Delivery test was performed and the pump passed. The reported issue regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. There was no fault found with the returned pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test. No patient was involved in this event. No adverse effects were reported.